Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a high pressure" alarm. Functional testing included a functional check and performing a battery loss alarm test, as well as conducting a visual inspection of the pump. The pump passed all tests and was found to be operating properly and the reported issue was not duplicated. No issues were found with the pump alarming when running or alarming without displaying a message. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: d10: date device returned to manufacturer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an intermittent and persistent audible alarm that could only be stopped by removing the batteries. Restarting the device was not possible, and it had to be replaced.. No adverse patient effects were reported by the customer.